Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) of 67mg/dl with confusion. The patient did not receive treatment above and beyond the usual routine diabetes care and management. Customer support (cs) reviewed the pump and all settings (basal and bolus) were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2014 with the following findings: the last basal delivery and the last bolus were on 04/11/2014. Typical usage observed in alarm history. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.